Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with in operating currents specifications. The device was monitored; no blank display anomalies or failed battery test alarms were noted. No damage on the connector and or lcd isolation tape noted. The device was received with corroded battery cap contact. It had cracked case at display window corners and display window.

Event description:
It was reported that the customer's insulin pump had a low battery alarm followed by a blank display. It was also reported that the customer had a failed battery test. Customer's blood glucose level at the time 232mg/dl. Advised insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.